Event description:
Event description guidant received information from the patient implanted with this implantable cardioverter defibrillator (ICD) and lead system that he was in fibrillation. He asked why the device was not treating the suspected arrhythmia. Additionally, the patient felt febrile. A guidant technical services consultant suspects that the patient is in atrial fibrillation and recommended that the patient call his physician for an evaluation.